Event description:
It was reported to philips that the collimator failure causing aperture issues during use on an azurion 7 m12. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the collimator and planned follow-up calibration. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).